Event description:
It was reported the pt is experiencing painful over-stimulation in her legs. The pt was treated with antibiotics by her physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.